Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector latch does not secure with monitor) was due to the trunk cable connector being damaged and unable to connect to a monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt connector latch does not secure with monitor